Event description:
The patient¿s implantable neurostimulator (ins) will not turn off. The device was on too high and the patient was in a lot of pain. The patient¿s health care provider (hcp) reported that the patient was no longer a patient with them. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3986a60, lot# n352022, implanted: (B)(6) 2015, product type: lead. Product ID: 3550-29, lot# n501593, implanted: (B)(6) 2015, product type: accessory. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).